Event description:
Lot# 8117596 for bd glide 1" 25g needle for flu clinics. Medical assistant went to use one and saw that the needle still in closed packaging was curved and not straight. Tossed in sharps container. Other needles have had tiny bits of thread-like pieces still attached at hub. Diagnosis or reason for use: flu vaccines.